Event description:
Pt required a laminectomy with fusion of the t10-12 under stealth and fluoro guidance. Screw and washer from "clamp" device came off the clamp and was later found in the pt at or near the surgical site. Required additional procedure to remove the foreign body. Third piece from clamp is still missing.